Manufacturer narrative:
This event occurred in (B)(6). Customer's calibration and qc were ok. A general reagent issue could be excluded. The field service engineer cleaned and made adjustments to the ion blower, sample probe, reagent probe, and sipper probe. He checked each syringe and the syringes were ok. He replaced the pinch valves and pinch valve tubing. He checked the control reproducibility and had acceptable results. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module. The initial results were not reported outside the laboratory. The customer performed repeat testing on the same instrument for confirmation. The patient¿s initial results were ft3 1.07 pg/ml and ft4 0.0388 ng/dl. The patient¿s repeat results were ft3 2.68 pg/ml and ft4 1.38 ng/dl. Ft3 reagent lot number was 43805900 with an expiration date requested but not provided. Ft4 reagent lot number was 46079300 with an expiration date requested but not provided.